Event description:
Dermojet device is used to inject local anesthetic into dermis, and in this patient it injected minute particles of a deteriorated ¿o¿ ring seal. Six separate locations were injected, each of these formed small subcutaneous nodules, and 4 of these nodules inflamed and enlarged. Three of these produced abscesses that were determined to be sterile based on two separate negative cultures of aspirated fluid. Two of the nodules enlarged to approximately 1.2 cm x 1.2 cm and were surgically exercised and sent in their entirety to pathology. Pathology findings of the two excised nodules were both reported as granuloma, fibrosis and chronic inflammatory cell infiltrates. These have healed without complication. One nodule drained on its own and has resolved. The remaining nodules appear inflamed and we have taken a watch and wait plan in anticipation that they will drain on their own.